Manufacturer narrative:
A review of all complaints associated and a review of complaint trends for the list number was performed. The review did not identify any trends or a product issue could not be identified. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the information provided, a cause could not be determined; preanalytical factors and sample pathology could not be ruled out. Digital voltage readings were verified, and repeatability tests with quality controls were run. No additional issues were reported. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed hemoglobin results generated on the cell dyn ruby instrument. The following data was provided: sample tested multiple times: 8.9 g/dl, 9.3 g/dl, 9.25 g/dl and 6.8 g/dl. No impact to patient management was reported.